Event description:
Additional information was received via manufacturer representative that distraction loss from 12.9 to 12.4mm and a lordosis loss from 11 to 7.5° after 2 months and distraction loss 12.3mm and a lordosis loss to 7° after 7 months.

Manufacturer narrative:
Radiographic image: 3 panel image ap x-ray l3-4 interbody fusion. The interbody graft is collapsed on middle and right panel compared with left. Lateral view 3 panel image shows progressive height loss of l3-4 interbody graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a product used for spinal fusion therapy. It was reported that during a post-operative period following a tlif procedure there was a distraction loss from 12.9 to 12.4mm and a lordosis loss from 11 to 7.5° after 7 months. The device was implanted at one level and remained in service. There were no patient symptoms or complications, and no additional treatment or surgery was performed as a result of this event. There were no further complications or symptoms reported. Additional information was received via manufacturer representative that the original distraction of cage has diminished. There is no plan of revision surgery for the removal of implant. Patient had a medical history of spinal canal stenosis l3/4, herniated disc l3/4 left, osteochondrosis l3/4. Procedure involved in the event was dorsal spondylosis with cage implantation l3/4. The immediate postoperative course was uneventful. The patient still has intermittent residual lumbar back pain which will remain under conservative treatment.

Manufacturer narrative:
H6 and imf has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.